Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot/serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 3708660, lot/serial#: (B)(4), implanted: (B)(6) 2017, product type: extension. Product ID: 3708660, lo/serial#: (B)(4), implanted: (B)(6) 2017, product type: extension. Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 28-jun-2020, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 20-oct-2021, UDI#: 00643169449152 ; product ID: 3708660, serial/lot #: (B)(4), ubd: 20-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. Rep reported that the patient's system was explanted due to an infection. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.